Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. Additionally, the e224 comes up intermittently, sometimes without an image; lens leak from the focus ring and connector, focus ring and connector damaged. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the device was connected error e224 occurred on the 4k camera head. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4, the correct manufacture date is 14-jan-2018. Based on the results of the investigation, a faulty charge-coupled device (ccd) was confirmed. Therefore, it was likely that the reported phenomenon, ¿e224 (scope communication error) occurred, and image was intermittent¿, occurred because the video function did not work properly due to faulty ccd. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.